Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, around 630pm, the patient¿s cgm was reading high mg/dl and the patient realized that her omnipod insulin pump was empty and needed to be refilled with insulin. The patient refilled her pump with insulin and then self-treated with insulin to stabilize her glucose level. At an unspecified time later, the patient began feeling hot and shaky. The patient then checked her cgm and noticed her cgm value was dropping. This is when the patient noticed that her cgm value was reading 80 mg/dl, however, the patient did not receive any alert notifying her that her cgm value was dropping (her low alert threshold was set at 100 mg/dl). The patient then self-treated with glucose tablets and unspecified ¿prescribed medications.¿ the patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.